Event description:
The company was informed that the pt is being treated for a mastoiditis. A surgery has been scheduled for tympanostomy and PICC line. Advanced bionics is in the process of gathering more info. Once more info becomes available a supplemental report will be submitted.